Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the initial procedure date? [Ans: (B)(6) 2020] what date did the nerve palsy occur on? [Ans: post-op day 1, the next day morning after surgery.] Was there any medical or surgical intervention performed (re-operation; medical treatment; prescription steroids; antibiotics prescribed)? If so, please clarify. [Ans: the patient is referred to speech therapist for further treatment.] What is the most current patient status? [Ans: the patient has voice change (hoarseness)] has the nerve palsy/hoarseness improved? [Ans: unknown] has the nerve palsy/hoarseness resolved? [Ans: no.] How was the nerve palsy treated? [Ans: referred to speech therapists for speech therapy] what is the patient¿s current status? [Ans: unknown.] A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2020 and absorbable hemostat was used for hemostasis. Post-operatively the patient experienced nerve palsy. Nerves from both sides were affected. The physician suspected if it is related to the friction of the absorbable hemostat on the nerve. Additional information was requested